Manufacturer narrative:
Findings: cracked reservoir tube lip, broken battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. Pump passed functional test including prime/a33, displacement, basic occlusion, occlusion and excessive no delivery alarm test. (B)(4).

Event description:
It was reported that the customer had a crack and a chip around the battery case. Customer stated that the damage is around the battery compartment opening and there is a piece of plastic missing. Customer was also hospitalized about 2 months ago with diabetic ketoacidosis. Customer was hospitalized with a blood glucose level of 300 mg/dl. Customer went to the hospital for chest pains and found she had diabetic ketoacidosis. Customer had moderate ketones and nausea. Customer thought it was a heart attack. Customer changed the site before. Customer was kept in the hospital where she managed her own insulin delivery with the pump. Customer was given IV fluids. Customer was wearing the pump at the time. Customer does not feel the pump caused the issue, but rather the kinked tubing. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.